Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that an alert was triggered for this implantable cardioverter defibrillator (ICD) system indicating that this right ventricular (rv) lead shock lead impedance was out of range following a recent generator replacement. It was noted that shock impedance measured approximately 60 ohms at the time of device replacement and subsequently increased to approximately 90 ohms at the time of recent remote monitoring transmission, with an out-of-range alert recorded for a measurement of approximately 200 ohms. Technical services (ts) reviewed the available data and indicated that, following a recent changeout, the observed behavior may be associated with a potential connection issue or electromagnetic interference (emi). In-clinic evaluation of the lead was recommended for further assessment. This rv lead remains in service. No adverse patient effects were reported.